Event description:
In 2005 an excluder device was implanted. The final angiogram showed a left distal type I endoleak. The endoleak was treated at that time with an iliac extender. Angiography showed no endoleak following treatment. Five months later a proximal endoleak was identified by CT-scan. A re-intervention was conducted to place an aortic extender. Angiography showed no endoleak following treatment. Four months later a right distal type I endoleak was found on CT-scan. A second re-intervention was performed to place an iliac extender. Angiography showed no endoleak following treatment. No problems were identified during the procedure. The pt died during the evening from a ruptured aneurysm, approx 10hrs after the procedure. There is no further info available about the location or cause of the rupture.